Event description:
The doctor was screwing in a 1200 series cup and this screw went completely through the hole. The head is abnormally small and off-center. It was retrieved from the wound and there was no injury or substantial delay.